Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine. In the moment of the injection, the product broke in a part of syringe tip.